Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg had migrated and possibly flipped causing lead to twist. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced at a different location. The issue was resolved.

Manufacturer narrative:
Corrected data: d6b - date of explant.